Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The fse disassembled the monitor and cleaned the electrical contacts and connections on the inverter pcb and video recorded pcb. The fse reassembled the monitor. Functional diagnostic tests were performed. Operational tests were carried out with positive results.

Event description:
It was reported that during a routine check-up, the cs300 intra-aortic balloon pump (iabp) unit' screen was not working .there was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.